Manufacturer narrative:
Complaint no: (B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had white powder residue at the top of the device. The reporter believed it to be drug crystallization. The device was compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 18, 2015 to march 19, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed white crystallized drug located at the junction of the tubing and stressmember. No issue was found with the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.